Event description:
It was reported that there was oversensing of an artifact on the right ventricular (rv) lead channel of this pacemaker system. This resulted in a stored ventricular episode. Technical services (ts) analyzed device episode data and the presenting electrogram (egm) and recommended reprogramming the sensitivity as troubleshooting. The deflection was not reproduced by isometric arm movements in clinic. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.